Event description:
"When I hung the ifosfamide/mesna, I spiked the bottle and hung it on the pole and about 10 sec later, the spike slipped out of the bottle and I caught it. It did not get contaminated, so I respiked the bottle and taped it in, so it would not slip out again. I notified our nurse mgr. Mesna was the drug being infused which is really heavy, dark in color." Upon further query, the following info was provided that indicated an exposure to a chemotherapeutic agent. The customer contact reported that the spike was part of an alaris unspecified tubing set. The ifosfamide and mesna were mixed in 1000ml of normal saline. The nurse reportedly re-spiked the bag and the therapy was resumed. There were no reported adverse effects to the pt or clincian. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for testing and investigation.